Event description:
Baxter canada's review of the device event history found that a battery depleted set alarm caused an interruption of delivery on a colleague infusion pump. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed and determined to have been caused by depleted main batteries. The main batteries were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).